Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the loop got caught in the distal end of the device and the cutter could not open. The loop was positioned on the loop hanger wrongly. After removing the loop, he cutter and the loop hanger were normal. Outer diameter of the loop was lao no problem. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Omsc assumes that the loop was not positioned correctly on the loop hanger and the loop got stuck in the loop hanger of the product. The device instruction manual has warned users that "do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result int he loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter."

Event description:
Olympus medical systems corp (omsc) was informed that during resection of rectal polyp the doctor attempted to cut a loop which ligated the polyp but it was stuck in the cutter and the cutter could not open and close. The doctor cut the insertion portion of the device and withdrew and reinserted the endoscope. After that, he cut the loop by using a scissors and completed the procedure. There was no report of patient injury regarding this report.